Manufacturer narrative:
One non-sterile rx/5mm basket diameter/180cm unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the delivery sheath with the torque device already affixed, were returned for analysis. A separated condition was noted on the distal/soft tip of the unit. No other anomalies were observed on the components during the analysis. Due the separated condition found a sem analysis was performed, and results showed that the 5mm x 180cm angioguard rapid exchange emboli capture guidewire system soft guidewire distal tip affected area presented evidence of plastic deformations and mechanical damage marks at the point of the separation. This observed condition at the distal tip of the unit was caused due to the interaction with an unknown object that acted like a cutting tool. The mechanical damage marks observed on the analyzed soft guidewire distal tip suggest that the device was induced to a fast cutting/pulling motion by an unknown object that exceeded the material yield strength of the distal tip prior to the separation. No other anomalies were found during the sem analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during carotid artery stenting, a 5mm x 180cm angioguard rapid exchange emboli capture guidewire system was used; however, it was found that there was no soft guidewire at the head of the device and could not be normally used. Therefore, the device was replaced with another 5mm angioguard guidewire to complete the operation successfully. There was no patient injury. The patient had left internal carotid artery stenosis. The malfunction was noticed during prep. The intended procedure was a left internal carotid artery stenting and angioplasty. The device was stored in the cath lab in the high-value consumable product storage cabinet. The device was stored in the cath lab for 2 weeks. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The integrity of the sterile pouch was not compromised. There was no reported difficulty removing the product from the packaging. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The device was returned for analysis. One non-sterile rx/5mm basket diameter/180cm unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the delivery sheath with the torque device already affixed, were returned for analysis. A separated condition was noted on the distal/soft tip of the unit. No other anomalies were observed on the components during the analysis. Due the separated condition found, a sem analysis was performed, and results showed that the 5mm x 180cm angioguard rapid exchange emboli capture guidewire system soft guidewire distal tip affected area presented evidence of plastic deformations and mechanical damage marks at the point of the separation. This observed condition at the distal tip of the unit was caused due to the interaction with an unknown object that acted like a cutting tool. The mechanical damage marks observed on the analyzed soft guidewire distal tip suggest that the device was induced to a fast cutting/pulling motion by an unknown object that exceeded the material yield strength of the distal tip prior to the separation. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 35262523 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip (ecgw) ¿ separated - during prep¿ was confirmed since a separated condition was noted on the distal/soft tip of the unit. A sem analysis was performed and, the affected area presented evidence of plastic deformations and mechanical damage marks at the point of the separation. This observed condition at the distal tip of the unit was caused due to the interaction with an unknown object that acted like a cutting tool. The mechanical damage marks observed on the analyzed soft guidewire distal tip suggest that the device was induced to a fast cutting/pulling motion by an unknown object that exceeded the material yield strength of the distal tip prior to the separation. The condition of the component returned could be associate with procedural and/or handling factors such as the user¿s interaction with the device during device preparation which may have contributed to the reported event since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event, as reported. According to the instructions for use (IFU) ¿gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During carotid artery stenting, a 5mm x 180cm angioguard rapid exchange emboli capture guidewire system was used; however, it was found that there was no soft guidewire at the head of the device and could not be normally used. Therefore, the device was replaced with another 5mm angioguard guidewire to complete the operation successfully. There was no reported patient injury. The patient had left internal carotid artery stenosis. The device will be returned for evaluation.